Event description:
It was reported that the patient experienced mini-shocks and had a return of voiding dysfunction. The neurostimulator was explanted. Upon explant the backside casing of the neurostimulator appeared to have come off. No patient injuries were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.